Event description:
The user reported via diego elite hcp retrospective chart review pmcf survey, when using a multidebrider power console during soft shaving of the head and neck, a patient experienced periprocedural bleeding. The extent of the bleeding is unknown, however; additional surgical intervention was required to manage the bleeding. The patient fully recovered to baseline at time of hospital discharge.

Manufacturer narrative:
A2: age range 35-55 years. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.